Manufacturer narrative:
After power up, the lcd screen displayed the medtronic logo and was unable to get out of that screen. The vibrator was also vibrating. After swapping the boards into another case and then swapping a known good electrical board onto electrical board, the problem seems to be isolated to electrical board. Unable to perform the displacement, and self tests due to the frozen display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose level was 182 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.